Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 546 mg/dl and 187 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device. Customer reported test strips were all used, no return is expected.